Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit alarmed motor error during rewind due to moisture damaged the motor home switch. Also moisture damage electronic assembly and vibrator motor during visual inspection. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer cannot recall their blood glucose reading. Troubleshoot was performed. The insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer was at the beach. Customer stated there was no physical damage on the insulin pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis